Event description:
It was reported to philips healthcare there was no display with continuous beeping of the heartstart xl. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.